Manufacturer narrative:
The unit was received with a stripped battery cap coin slot (p). The unit also had a missing segment due to a cracked zebra connector at the lcd screen. The following physical damage was also noted: cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via phone call that the battery cap on her insulin pump was stuck and unable to be removed. The patient's blood glucose at the time of incident was 154 mg/dl. Troubleshooting was initiated for battery cap removal. The customer attempted to use a quarter and failed. A large, flat-head screwdriver was suggested to the customer but that failed as well. The customer was advised to discontinue use of the pump if the battery is low. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.